Event description:
It was reported that the patient presented for a follow-up. It was noted that the right atrial (ra) lead exhibited noise which resulted in episodes of inappropriate automatic mode switch. No interventions were made. The patient was in stable condition.